Manufacturer narrative:
The investigation has been completed. After reviewing the logs, the reported battery failure was confirmed. There were numerous instances of battery failure alarm (transport connection blown/missing) observed from the reported occurrence date. The console was returned and tested. The battery failure was able to be reproduced. Results of running the batttest utility on telnet revealed that cell 3 in battery 2 had a voltage that was significantly less than the rest of the cells in the battery. The root cause of this issue was an internal cell imbalance in battery 2.

Event description:
The complainant reported that the automated impella controller (aic) showed a battery failure red alarm. The aic was replaced. No patient harm has been reported.